Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment and a 9f size delivery system was used. Additionally, photos were received from the field and the photos appeared to demonstrate deformation (cobra shape) on the device. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024 a 22mm amplatzer septal occluder was selected for an implant using a 9f amplatzer trevisio intravascular delivery system (atv). During the procedure, the device had a cobra effect in the deployment of the left disc, was recapture and remove the patient. The first device was checked in clean water and its cobra shape did not improve. No interaction with cardiac structures during deployment, no angulation or kink was noticed in the delivery system. Device was replaced with a new 24mm amplatzer septal occluder. The patient is stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment and a 9f size delivery system was used. Additionally, photos were received from the field and the photos appeared to demonstrate deformation (cobra shape) on the device. However, it could not be confirmed as there was no device deformity during the returned device analysis. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.